Event description:
It was reported that a bd nexiva closed IV catheter systems tubing disconnected from the pink biflap, causing blood and IV fluid to leak. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
The failure of separation inserted from tubing was not confirmed as the unit in the provided photo was observed to have no disconnection of the extension tubing. Based on the observations of the photo provided and the review of the DHR and sap (qn) databases; the alleged failure could not be identified or confirmed and the root cause of the failure could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test as well as a 100% online flow test.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter systems tubing disconnected from the pink biflap, causing blood and IV fluid to leak. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.